Event description:
It was reported the target adapter screw only went halfway into the corevision attachment. Additional information received stated that the details of the defect have been confirmed. Although it was a problem on corevision's side, the screw did not go in straight when the attachment was attached. The direction of the hole on the receiving side was slightly different so it only fit halfway through when the attachment was used. No patient present. Additional information was received, it was reported that the cause of the issue was due to the corevision handle and not the (B)(6) device detailed in the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).